Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death was the aortic insufficiency after the post dilatation. The patient's blood pressure dropped after the post dilation and could not recover.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned in evolut packaging in a test sample jar with clear solution. As received, leaflets l1 and l3 were closed l2 was partially open. All leaflets were flexible. All commissures were intact. There was no evidence of damages or anomalies on the frame. The valve was discolored showing evidence of blood contact. The valve was received in a partially crimped state. The valve was submerged in warm saline; frame further expanded. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011988010); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was placed a little low. Approximately 10 millimeter (mm) below the annulus. Paravalvular leak (pvl) was seen after final release of the valve. The decision was made to post dilate with a 25 mm non-medtronic balloon. Following the post dilation, the patient went into ventricular fibrillation. The patient was shocked two times, but pressure was not able to be restored. The patient died. An angiogram was performed and a severe valvular leak was noted. Of note, the patient had a pacemaker implanted previously.

Manufacturer narrative:
Image review: four static images and one media file were provided for review. Patient¿s executive summary was not provided for anatomical review. Images of the post implant valve position reveals a very deep valve, approximately 10mm on the left coronary cusp and 18mm on the non-coronary cusp in the lao view. Significant aortic regurgitation is noted on the angiogram provided. It was reported that following a post implant dilatation, the patient went into ventricular fibrillation and subsequently died. Images of the post implant dilatation were not provided for review. Images of the valve postmortem reveal that one of the leaflets remained stuck open. It was reported that the post implant dilatation was performed with a 25mm non-medtronic balloon, but it was not specified if it was a noncompliant or semi compliant balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the aortic insufficiency observed was classified as both central regurgitation and paravalvular leak (pvl). The central regurgitation resulted following the post dilation, and was classified as severe.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.